Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 15mm, diameter 3.0 mm was used to treat a lesion which exhibited 80% stenosis and mild calcification in a pt's mildly tortuous mid lad. A transient ischemic attack (tia) occurred 2 days post implant. The pt was hospitalized and recovered without treatment. The pt was asymptomatic at 30 day follow up; however, 6 months post implant, a stroke event occurred and the pt died.

Manufacturer narrative:
(B) (4): eval results: cva/stroke/death.